Event description:
The user's hearing performance with the device is affected due to a tinnitus-like noise that started in (B)(6) of 2019. From the middle of july the user's hearing performance worsened. The tinnitus noise was only present when the audio-processor was on and the user had not experienced a noise like this prior to (B)(6) 2019. According to more recent information the tinnitus is no longer present. The user was re-implanted on the (B)(6) 2020.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. In addition it is reported that the recipient experienced tinnitus, which is a known post-operative side effect of cochlea implantation. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected due to a tinnitus-like noise that started in mid-(B)(6) of 2019.